Event description:
Pump declared a cartridge change error while the customer was in the middle of loading the same cartridge on the pump. There was no adverse impact to the customer's blood glucose level. Customer followed on-screen instructions as advised by technical support and successfully completed the cartridge loading process, enabling them to resume insulin therapy.